Event description:
Attorney reported: on (B) (6) 2008 - a bard composix kugel hernia patch ((B) (4) and lot# 43eqd388) was used to repair the pt's hernia defect. On (B) (6) 2009 - the pt underwent repair of an incarcerated incisional hernia, adjacent to and part of the wall formed by the previously placed composix kugel patch. A bard ventralex hernia patch was used to repair pt's hernia defect. The pt continues to experience abdominal pain and discomfort after his multiple hernia repairs. The pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has rec'd to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. While recurrence is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time.